Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during surgical use, a 38mm impactor tip fractured during impaction of the liner. No parts or pieces fell into the patient wound site. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The product is available for return.

Manufacturer narrative:
Based on historical complaint investigations, the returned device, and the report event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. D4: serial is unknown, unknown lot is 67739002.